Event description:
A report was received that during a lead revision procedure, the physician was attempting to reposition the pt's existing lead when one of the electrodes detached. A new lead was placed successfully and the pt was able to received good stimulation. No electrodes were left inside the pt and the pt was reportedly doing well after the procedure.